Manufacturer narrative:
Continuation of d10: product ID: 977c265, lot#serial#: (B)(6), implanted: on (B)(6) 2026, explanted: on (B)(6) 2026, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot#: (B)(6), ubd: 29-dec-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that numbness from the waist-down never went away after their ins was implanted; this was why the patient decided to have the device explanted. Additional information received from a healthcare provider. The healthcare provider confirmed that the device was explanted, but the patient had not been back for a follow-up appointment. The healthcare office was not sure what the cause of the numbness was, but the patient did say that some tingling was occurring as well. As the patient had not been back, it was unknown what the status of their symptoms was. The patient was to come in on (B)(6) 2026 for their follow-up appointment. The explanted devices return status was unknown, but the healthcare provider noted that they would likely be returned after pathology was done with them. Additional information received from a healthcare provider. It was reported that the patient's numbness was improving as of their appointment on (B)(6) 2026. It was noted that the patient was currently doing physical therapy. The healthcare provider reported that there were no additional details at this time, so it was unknown what the final status of the patient was to be as it was not yet fully resolved; the he althcare provider repeated that the patient's condition in general was improving.